Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer experienced low blood glucose of 35 mg/dl. It was reported that the low blood glucose was treated with glucose pen. Helpline assistance was declined. The insulin pump will not be returned for analysis.